Event description:
A malfunction code, specifically malf 9, was reported by the customer, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, which did not experience a recurrence of the malfunction code after being reset. The customer was informed to continue using the pump and to reach out if the malfunction code recurred, to which the customer agreed and acknowledged understanding.